Event description:
Device was returned for repair only. Upon receipt it was noted that the actuator shaft was broken and the inner tip was missing. In contact with hosp, it was confirmed that the device had broken while in use in surgery but that the piece was retrieved with no pt injury resulting.